Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the customer and gathered the following information: the procedure was completed robotically with the same generator. There was no injury to the patient. To resolve the reported issue, the customer called isi's customer service and also swapped the fenestrated bipolar instruments to see if that would rectify the issue. System functionality was checked upon powering on the system and the system initially powered on without errors.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure there was a short warning on their generator while using bipolar energy. The customer replaced the instrument, instrument energy cord and tried both bipolar ports, but the issue persisted. Error logs identified multiple 25920 errors pointing to activation halted on the lower bipolar port on the integrated electrosurgical unit (iesu). The technical support engineer (tse) recommended to try the upper bipolar port again, but customer informed they were finishing the case now. Tse recommended to reboot the erbe in between cases.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electro surgical unit (iesu)/erbe to resolve the reported issue. The erbe has been returned and evaluated by failure analysis (fa). Fa investigation could not reproduce the customer reported issue as the unit energized/cauterized and all ports recognized instruments. Also, there were no errors upon multiple activations. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.